Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 1 patient tested for elecsys ft3 iii (ft3 iii). The patient was healthy but complained of being tired. For this reason, the medical doctor requested thyroid tests to be run in (B)(6) 2016. In (B)(6), the patient¿s ft3 iii result was elevated (18.1 pmol/l) and the patient¿s ft4 and tsh results were normal. Due to the elevated ft3 iii result a new sample was obtained in (B)(6) 2016 and the patient was tested for ft3 iii, elecsys tsh assay (tsh) and free thyroxine (ft4). These results were reported to the physician who did not believe the ft3 iii results and requested repeat testing by the abbott method. Based on the results provided, erroneous results were identified for ft3 iii and tsh. This medwatch will cover ft3 iii. Refer to medwatch with patient (B)(6) for information on the tsh erroneous results. The initial ft3 iii result from the cobas 8000 e 602 module was 18.9 pmol/l. The repeat result by the abbott method was 5.93 pmol/l. The initial tsh result from the e602 module was 3.22 mu/l. The repeat result by the abbott method was 2.13 mu/l. No adverse event occurred. The e602 module serial number was requested but was not provided.

Manufacturer narrative:
The patient sample was submitted for investigation. The customer's ft3 iii results were confirmed. Upon further investigation of the patient sample, the sample contained an immunoglobulin that reacts with the reagent which affects the sample results. This interference most likely caused the high ft3 iii results. This interference is documented in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.